Manufacturer narrative:
Follow-up #1 date of submission 10/26/2016 - device evaluation: in q3 2016 10 pumps were returned and investigated. There were 10 instances of power - damage found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow up #2 04/21/2017 in q1 2017 there were 2 additional instances of power - damage failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Follow-up #4: date of submission 10-jul-2019. Device evaluation: in quarter 2 of 2019, there were 2 instances of power - damage failure found during investigation. This report is processed under the voluntary malfunction summary reporting program.

Manufacturer narrative:
Of the 232 allegations of a malfunction, 167 pumps were returned to animas and investigated. Of the investigated pumps, 160 were found to be malfunctioning due to damage to the battery compartment or battery cap. During investigation for unrelated allegations, there were 8 instances of a power issue with damage due to the battery cap being stuck to the pump. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes malfunction events. A review of the events indicated that the one touch ping model pump experienced a power issue with damage to the pump. These reports were received from various sources. The patients associated with this allegation ranged from 5-78 years of age and between 20 and 350 pounds. Of the reported patients, 107 were male, 123 were female, and 2 were unknown.

Manufacturer narrative:
Follow-up #3: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of power - damage failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.